Manufacturer narrative:
Multiple attempts have been made to obtain additional information. The user facility has not provided any further information regarding the reported event.

Event description:
It was reported by the user facility that the attachment overheated and the patient was burned. It was also reported that a black oil-like liquid was seen seeping from the attachment.